Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the pen. Customer's blood glucose value was 400 mg/dl. Customer reports about no delivery. The product was not returned for analysis.